Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown.. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement, active current measurement tests; it failed sleep current measurement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error was noted during testing or in the pump trace download. After further review of the unit's interior, there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with the electronics.